Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
Additional information was received indicating vegetation was noted on the tricuspid valved. It was reported the patient expired 10 days after the explant procedure due to pulmonary embolism.